Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department with a note signed by nurse ar that stated, "went into assess patient for 4 am assessment and lab draw. Come into patient room and saw the pump shows device malfunction software error screen. No alarms had gone off. Drug name is levophed that was in the pump by the time the error code was displayed. Pump was not clamped into lock position, therefore, it is unable to discern if patient was able to receive a bolus of medication." There were no reported adverse patient effects. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device passed testing. Although the device passed testing, a review of the history indicated a whitescreen error. The whitescreen error occurred when the user titrates only the rate when the device was delivering in the kvo mode. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.